Event description:
The facility had two steris qpc1680 quick connect flow units used for processing scopes in the steris system 1 processor. According to the technician, the customer obtained the quick connects from the pentax representative. The technician observed that the number 9 labeled adapters for the units appeared different. The customer returned one of the qpc 1680 units to steris for evaluation. Inspection at steris revealed that the number 9 adaptor on the returned unit may have been configured upside down by the third party MFR.